Event description:
Multiple issues with baxter primary IV tubing leaking. Manufacturer response for primary IV tubing, clearlink (per site reporter) they are still trying to figure it out. We have had close to 50+ incidents involving this tubing and one of their primary IV tubing.